Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0222887v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported the battery was "not working at all" but wires were still going to the brain. The patient's medical chart showed an implantable neurostimulator (ins) "failure" was reported on (B)(6) 2004. Medical records indicated in (B)(6) "stimulator failure following deep brain stimulation pre and post diagnosis" was reported. On (B)(6) 2013, an MRI was prescribed for another reason unrelated to the ins. The patient was not doing well for reasons unrelated to the ins. It was noted that the physician indicated the "patient might not even make it" to have the MRI. Additional information has been requested but was not available as of the date of this report.